Manufacturer narrative:
(B)(4). Batch # p58f3v. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the laparoscopic resection of rectal cancer, after fired with the device and green reload, could not return the blade, used manual override lever to return the blade. Checked the tissue was with good cut line and staple line. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.